Event description:
MFR received a report of a pt's leg rubbing against the bracket assembly on a manual wheelchair and allegedly resulted in a laceration requiring sutures. Evaluation by the MFR has not yet been permitted.